Manufacturer narrative:
The system was investigated by the hospital service technician. No fault was found and no parts were replaced. The system device logs were saved and sent for evaluation. Evaluation of the logs for the given time of the event shows that the system checkout performed prior to and after the event were successful. There is no entry in the technical log which indicate a technical malfunction in the system. The log show that the treatment was started in manual ventilation and after a few minutes changed to automatic ventilation. The treatment was ongoing without any issues during 45 minutes and then were alarms for expiratory minute volume low started to be generated. The ventilation mode was changed to manual ventilation for a few seconds and then back to automatic ventilation. During the following 30 minutes, several mode changes between automatic ventilation and manual ventilation were performed and clinical alarms were generated. After this, the treatment continued for another 30 minutes without any alarms generated. Evaluation of the logs for the given time of event confirm issues during the treatment but there is no indication of a technical malfunction in the system. The root cause of the reported event has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that while the anesthesia workstation was connected to the patient, no flow curve was shown on the display. There was no patient harm. Manufacturer's reference #: (B)(4).